Event description:
Venous air alarms occurred during two consecutive routine hemodialysis treatments, which could not be resolved by the operator. Both treatments were discontinued without performing rinseback of the patient's blood, resulting in an estimated blood loss of patient's blood, resulting in an estimated blood loss of 190cc for each treatment. The patient was hospitalized on (B)(6) 2012 and received a blood transfusion (actual volume transfused not known by facility nurse.) No other medical intervention was reported. Discharge date not medical intervention was reported. Discharge date not provided. Nurse reported on (B)(6) 2012 that currently patient is hospitalized again due to weakness and gi bleeding. Unknown if hospitalizations are related.

Manufacturer narrative:
The blood loss events are attributed to the operator not performing rinseback due to air in the venous line. The user's guide contains adequate information regarding probable causes of alarms and alarm recovery instructions. The nxstage system one cycler is not available for evaluation at the time of this report. A follow up report will be submitted if applicable.